Manufacturer narrative:
Investigation summary: bd received 200 samples for investigation. Of the returned samples, 30 were randomly selected and inspected for gel defects with 3 samples failing for gel air bubbles. Additionally, 30 retained samples were visually inspected for additive and gel defects, with no samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further clinical testing is not indicated. This complaint is confirmed for the indicated failure mode poor barrier separation. This complaint has been confirmed for gel air bubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in 400 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in 400 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
An additional phone number was reported as follows: e1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.